Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with slightly over 200 units and remained static at 180 units. As the event occurred in the past, tandem's customer technical support (cts) was unable to perform troubleshooting. Although requested, pump data upload was not available for investigation by cts; therefore, the reported issue was unable to be confirmed. The customer confirmed that the pump delivery was functioning as intended and there was no impact to the customer's blood glucose level.